Event description:
It was reported that the customer experienced high blood glucose levels. Her blood glucose levels were around 400 mg/dl. The customer's high blood glucose level decreased after taking a manual injection. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).